Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was off without being prompted to do so and this was not due to any battery malfunction. The customer¿s blood glucose was unknown. The customer stated that insulin pump gave multiple no delivery alarms after putting in carbohydrate count. The customer also stated that insulin pump would not give proper insulin amount after putting in the amount. The device will not be returned for analysis.